Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on radius side assessed as surgical impact opening and missing piece of shell assessed as inconclusive (shell thickness within specification). Additional observations: observed non penetrating nicks on the device. Observed stress marks. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side rupture confirmed by MRI. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported a right side rupture confirmed by MRI. Device remains implanted.